Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customers wife reported via phone call that the customer passed away on (B)(6) 2022. The customer has worn the pump at the time of passing and it was unknown whether the auto mode feature was active at the time of the event. Troubleshooting was performed and found that cause of passing was kidney disease and flu. The insulin pump will not be returned for analysis.

Event description:
The customer's wife reported via phone call that the customer passed away at home. The device was returned for analysis.

Manufacturer narrative:
S.w version 5.2a retainer ring = black case type = ngp the customer passed away on (B)(6) 2022. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a broken belt clip rails. The pump was received without a battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2022 to (B)(6) 2022 and (B)(6) 2023. Please see below for the customer's daily total of all insulin delivered surrounding the date of (B)(6) 2022 listed on the formatted history file and the days prior to that date. (B)(6) 2022 dailytotalofallinsulindelivered: 1183500 (118.35 u) (B)(6) 2022 dailytotalofallinsulindelivered: 669000 (66.9 u) (B)(6) 2022 dailytotalofallinsulindelivered: 829250 (82.925 u) (B)(6) 2022 dailytotalofallinsulindelivered: 1170250 (117.025 u) (B)(6) 2022 dailytotalofallinsulindelivered: 975250 (97.525 u) (B)(6) 2022 dailytotalofallinsulindelivered: 1013750 (101.375 u) (B)(6) 2022 dailytotalofallinsulindelivered: 919000 (91.9 u) (B)(6) 2022 dailytotalofallinsulindelivered: 750500 (75.05 u) (B)(6) 2022 dailytotalofallinsulindelivered: 1057000 (105.7 u) (B)(6) 2022 dailytotalofallinsulindelivered: 971500 (97.15 u) (B)(6) 2022 dailytotalofallinsulindelivered: 378250 (37.825 u) there is no available data after (B)(6) 2022. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.